Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the multi-link 8, multi-link 8 sv, and multi-link 8 ll coronary stent system instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the right coronary artery (rca) and the posterior descending artery (pda), pre-dilatation was performed in the pda. An attempt was made to advance a 3.5x28 rx multilink 8 stent delivery system (sds); however, the sds could not advance through the target lesion. The physician continued to attempt advancement of the sds using force and the proximal shaft separated outside of the patient anatomy. The sds was withdrawn from the anatomy and pre-dilatation was performed again. An unsuccessful attempt was made to advance a non-abbott sds and a new 3.5x28 rx multilink 8 sds through the target lesion. The target lesion was ultimately treated with a non-abbott stent system and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure due to the device issues. No additional information was provided.